Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization procedure a 4.5mmd 28mml enterprise vascular reconstruction device (product code enc452800, lot number 9444794) was impeded in the proximal end of the prowler select plus 150/5c microcatheter (product code: 606s255x, lot number 31663268) and could not be advanced further. Subsequently, the stent was found detached from the delivery wire within the microcatheter (mc). The physician removed both the microcatheter and stent from the patient and completed the surgery using new devices. There was no reported patient consequence or adverse impact. Additional event information received on 15-jan-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. There was flushing during the procedure. They were able to torque the device. The microcatheter was not kink/bent. There was no excessive force used with the devices. There were no procedure prolongation/delay due to the event. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5mmd 28mml enterprise vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent was detached in the proximal end of the microcatheter. The proximal coil of the delivery wire was kinked. The stent was retrieved from the concomitant microcatheter, and it was inspected under magnification. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The delivery wire was subjected to dimensional analysis and those specifications that control the attachment and delivery of the stent were found within specifications. A device history record (DHR) was performed, and no internal actions were identified. Although in order to perform a functional test, the stent must be attached to the delivery wire and inside the introducer, the issue reported regarding the stent being impeded is confirmed based on the damaged conditions found on the distal end of the delivery wire. It is suggested that excessive force could had been inadvertently applied during the several attempts to advance the stent through the microcatheter, resulting in the kinked condition of the delivery wire and detachment of the stent. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#(B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization procedure a 4.5mmd 28mml enterprise vascular reconstruction device (product code enc452800, lot number 9444794) was impeded in the proximal end of the prowler select plus 150/5c microcatheter (product code: 606s255x, lot number 31663268) and could not be advanced further. Subsequently, the stent was found detached from the delivery wire within the microcatheter (mc). The physician removed both the microcatheter and stent from the patient and completed the surgery using new devices. There was no reported patient consequence or adverse impact. Additional event information received on 15-jan-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. There was flushing during the procedure. They were able to torque the device. The microcatheter was not kink/bent. There was no excessive force used with the devices. There were no procedure prolongation/delay due to the event.